Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium bplate triathlon s4; cat#5536b400; lot# ctd16435. Triathlon p/a cr beaded #3l; cat#5517f301; lot#b9n6n. Tritanium patella-asymmetric; cat#5552-l-320; lot#d403. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available

Event description:
It was reported that patient's left knee was revised due to flexion contracture (inability to fully straighten the knee). All components were revised to a triathlon ts construct.